Event description:
Healthcare professional left side capsular contracture, baker grade unknown and is "extremely upset and distressed," and cyst. The device has been explanted and was found ruptured.

Manufacturer narrative:
Reason for reoperation: rupture.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported capsular contracture, baker grade unknown, "simple cyst," and confirmed via ultrasound and MRI report that rupture was not present on the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product and patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reports left side rupture and is "extremely upset and distressed." It is unknown if the device has been explanted.